Event description:
A report was received that the patient had difficulty charging her battery. The patient had been on multiple treatments of electrical shock therapy. It is unknown if the electrical shock therapy caused the difficulty charging. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will no longer be revised. Database analysis revealed no anomalies and no signs of premature battery depletion. The charging issues were resolved through troubleshooting. The device was working properly.

Event description:
A report was received that the patient had been on multiple treatments of electrical shock therapy and had difficulty charging her battery. The physician met with the patient and discussed about revision to move the battery site and possibly replace the battery if it is compromised.